Event description:
It was reported that during deployment of the final portion of the stent graft in an av graft in the upper arm, the stent graft jumped approximately 3-4 cm from the target site. The physician advanced a balloon catheter and was able to partially move back the stent graft toward the target site. However, to complete treatment of the lesion, another endovascular stent graft was successfully deployed overlapping the first one. The physician post dilated the stent grafts and was satisfied with the final outcome. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, a product evaluation could not be performed. Neither images nor patient records were available. It should be noted that it was reported that the physician advanced a balloon catheter and was able to partially move the stent graft back to the intended site. The IFU states under warnings section that "the stent graft (implant) cannot be repositioned after total or partial deployment." The complaint is inconclusive as it cannot be confirmed based on the available information (i.e., no stent graft, no delivery system, no x-rays, no patient records). The root cause is unknown. The current instructions for use (IFU) states: the flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Allow approximately 10 mm of the stent graft to be situated beyond the stenosis into the non-diseased av graft and approximately 10 mm of the stent graft to extend beyond the stenosis into the non-diseases vein. Careful attention of the operator is warranted to mitigate the potential for distal migration of the stent graft during deployment. After deployment of approximately 15 mm of the stent graft, wait a few seconds to allow the distal end of the stent graft to fully expand. During deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible in order to mitigate the potential for distal stent graft misplacement. After full stent graft deployment, wait a few seconds to allow for complete device expansion before removing the delivery system over the guidewire. Post dilation of the stent graft must be performed with a pta balloon catheter indicated for post dilation of stents that has the same diameter as the flair endovascular stent graft body diameter.